Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a prestige atra grasper dbl-act 5mm (part # 8360-10) was in need of repair. According to the complainant, the device had a flush port issue and a broken shaft. The complaint device was returned to the manufacturer for evaluation. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under aag reference xc (B)(4); cc (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination of the device was performed which revealed a bend at the distal tip and a separation where the kynar coating meets the jaw housing. Functional testing was not able to be performed due to the device return condition. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the lot # was not available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Additionally, historical scrap rates were reviewed with no increase observed in scrap related to the complaint issue. Previous investigations performed against devices returned with distal braze failures identified improvement opportunities following a review of the tube sub assembly test procedure work instruction (wi), the brazing procedure wi, and the brazed joint buffing wi. While the tube subassembly joint is 100% percent tested with a torsional force, there was no requirement for applying a bending force to the joint. Therefore, a manual bend test was added to the wi. Additionally, a review of the torque test fixture and accompanying wi, noted the potential for the tube to slip inside the collet during inspections allowing for a defective part to potentially pass this test. The tube sub assembly test procedure was further updated to note this potential failure mode and to define the process for cleaning the parts and fixture/collet with alcohol prior to use. A review of the brazing procedure wi revealed that the glass tube was too short to effectively seal the brazing area off from the surrounding environment. Without a proper seal the brazing area could have insufficient argon present to facilitate effective brazing. The brazing procedure wi was updated to include a check for this condition prior to brazing. Additionally, the supplier updated the wi to optimize the order of operations of when flux is applied, the soldering ring is assembled, and the tube is loaded. This change ensured that flux would be present throughout the entire joint space and allow for proper solder travel. Furthermore, a functional review and visual examination of the nest, which the tube sub assembly sits into, was performed. This review revealed that the two argon access holes were clogged. Therefore, the associated preventative maintenance activities were updated to monitor the access holes and prevent a recurrence of buildup. Finally, the supplier updated the brazed joint buffing wi to note the potential failure mode of excessive buffing, which could remove too much material and weaken the joint. The investigation into the cause of the reported problem was able to confirm the failure mode of distal weld separation. Aesculap inc. Opened a corrective action/preventive action (CAPA) for further evaluation of the design transfer of this device.